Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device will not be returned for analysis as it has been disposed of. The rep had no further information. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The rep reported that the patient had an infection and the entire system was removed. The rep noted that when the healthcare professional (hcp) went in to remove the lead, after removing the implantable neurostimulator (ins), they saw that the lead had migrated. The hcp was unsure if the migration of the lead had something to do with the infection or if the hcp had pulled the lead out of position when removing the ins. No further complications were reported or were expected.